Event description:
The pt presented with an acute grade three subarachnoid hemorrhage (sah) complicated by a right-sided hemiplegia and dysphasia. Blood was located in the left sylvian fissure. Imaging revealed a ruptured broad-necked left middle cerebral artery (mca) aneurysm. Coil embolization procedure using four coils was successfully performed producing more than 90% occlusion. The pt made a gradual improvement with resolution of the neurological deficits. Follow-up angiogram revealed marked dispersion of the coil mass, recanalization and significant regrowth of the aneurysm. Five months later the aneurysm clipping surgery was successfully performed with coils left in place. Upon exposing the aneurysm partial protrusion of the coil mass through the wall of the aneurysm was found. The recovery was complicated by expressive dysphasia.

Manufacturer narrative:
Device manufacture date: unknown.